Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance was noted on both the rv and svc coils. X-rays were performed that noted that the right ventricular lead pin associated with the active rv coil was not properly inserted into the device. The device was replaced due to reaching normal elective replacement indicator. The leads were tested and found to be within normal limits when attached to the replacement device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.